Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's reported issue ¿temporary image loss¿ was not confirmed. The following findings were also noted during device evaluation: several scratches and chips throughout the device, and due to wear of angle wire, bending angle in up direction does not meet specifications. Based on the results of the investigation, it is likely that the following led to the malfunction: a definitive root cause cannot be identified. Presumably, the event occurred due to the damage of image sensor unit (disconnection, etc.) Or breakage of the mounting components (ic chip, capacitor, etc.) Of the electric board due to use stress, external factors, or handling. A device history review confirmed that the device was shipped in accordance with specifications. This issue is addressed in the instructions for use (IFU): the inspection method for the suggested event is described in the operation manual chapter 3 ¿preparation and inspection 3.7 inspection of the endoscopic system¿ [inspection of the endoscopic system] . Confirm that the 3d endoscopic image is displayed normally in wli and nbi observation. 1. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2 confirm that the touch panel shows the ¿main¿ screen on the video system center (otv-s300). 3 to perform the 3d adjustment, ignite the lamp and adjust the white balance according to the instructions given in the video system center. 4 tap the ¿option¿ button at the bottom left of the touch panel of the video system center. 5 if the ¿3d adjustment¿ status is ¿incomplete¿, perform the following operations (6 through 11). If the ¿3d adjustment¿ status is ¿completed¿, jump to step 12. 6 set the observation mode to the wli according to the instructions given in the video system center. 7 insert the distal end of the endoscope into the 3d adjustment cap (maj-2266) until it stops. 8 tap the ¿execute¿ button of the ¿3d adjustment¿ on the touch panel or press the custom switch to which the ¿3d adjustment¿ is assigned, holding the endoscope with a hand so that it will not move. In case of remote switch of endoscope, press the remote switch for about one second. 9 confirm that ¿completed¿ is displayed in the ¿3d adjustment¿ status and the message is displayed on the monitor. 10 if the 3d adjustment is not completed, repeat step 2 through 10, referring to section 5.2, ¿troubleshooting guide¿. 11 remove the 3d adjustment cap from the distal end of the endoscope. 12 put on the 3d glasses supplied with the 3d monitor. 13 observe the palm of your hand in the wli and nbi endoscopic images. 14 confirm that light is output from the endoscope¿s distal end. (See figure 3.20) 15 adjust the brightness level as appropriate. 16 take off the 3d glasses and confirm that the right-eye and left-eye images are displayed the same. 17 put on the 3d glasses again. 18 close the right-eye and left-eye alternately while observing the 3d endoscopic image to confirm that there are no differences in color and brightness between the right-eye and left-eye images. 19 touch the target object using a hand instrument while observing the 3d endoscopic image to confirm that a sense of depth is normal. 20 confirm that the 3d endoscopic image is free from noise, blur, fog, or other irregularities during wli and nbi observation. 21 move the joystick slowly in each direction until it stops. 22 confirm that the 3d endoscopic image does not momentarily disappear or display any other irregularities during wli and nbi observation. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that the endoeye flex 3d deflectable videoscope had blackout of endoscope image when using electro surgical generator at the same time, occurs when using forced coag during a therapeutic laparoscopic cholecystectomy procedure. The intended procedure was completed using the same set of equipment. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to correct information that was provided in the initial and the supplemental medwatch report. And to provide additional information, based on the legal manufacturer's final investigation. Based on the results of the legal manufacturer's investigation, it is likely, that the event occurred, due to following: buckling of the image sensor unit cable was confirmed, at around 50 mm from the tip of the insertion tube. Which caused, a short circuit and disconnection at the buckled section. Which caused, the incident. Although, the cause of the cable buckling could not be determined, it is likely, that the cause was a strong external load being applied to the cable. Such as excessive twisting or bending of the insertion section or forcing a treatment instrument through the cable in a curved state. However, a conclusive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to h4. Based on the results of the investigation, it is likely that the event occurred due to one or more of the following. ·dust, dirt, foreign material, etc. Adhered to the video connector electrical contacts, and the connection condition was insufficient, resulting in a temporary poor electrical connection with the system. ·as a result of external inspection of the scope, damage to the video connector and scratches and chips to a-rubber glue were confirmed, so the image sensor built into the distal end of the scope was hit by the internal electric circuit of the image sensor in the image sensor unit and the mechanical stress (load) such as a fall caused the electrical connection to temporarily deteriorate, which adversely affected the image signal output and made the image signal output unstable. ·accumulation of electrical load (stress) due to energization of the image sensor installed in the image sensor unit built into the distal end of the scope and the scope connector internal electrical board (including electrical components mounted on the electrical board), the electrical connection may deteriorate due to the accidental application of static electricity or overcurrent caused by attaching or detaching the system while it is on, which will adversely affect the image signal output, causing the image sensor unit to malfunction (abnormality). It is assumed that overcurrents may be caused by connection and disconnection while the system is turned on, overcurrents from other equipment or electrical wiring, or dust or moisture adhering to the electrical contacts between the system and the video connector. However, a definitive root cause was unable to be determined. Olympus will continue to monitor field performance for this device.